Event description:
The customer reported that the device delivered an asynchronous shock when a synchronous shock was expected. The involved pt had an episode of ventricular fibrillation which was resolved by a subsequent shock.

Manufacturer narrative:
A f/u report will be submitted after philips obtains more information about this event.